Event description:
Pt has a medtronic drug infusion system implanted in side to feed morphine to the pain location in pt's back. The basic complaint or problem is that the alarm in the pump to warn of low battery or low drug quantity is ineffective. Had the alarm warned pt of low drug quantity the problems described below could have been avoided. From pt's spouses letter to medtronic, the MFR of implanted morphine pump: spouse will only address the most recent visit to one hosp's ER and the subsequent transfer to another hosp for a six day stay. Pt started to have some diarrhea, which is unusual for them. Then early the next morning pt got worse, and the diarrhea was accompanied with nausea and in addition pt began shaking and going in and out of delirium. Finally at 3am spouse called the pain clinic number and, shortly after received a call from the on-call dr. He told them to go to the hosp. The physicians at hosp became convinced that pump had run out of morphine, saying that pt was suffering from drug withdrawal. The pain clinic either could not or would not svc pump. So some 16 hrs after checking in pt was taken by ambulance to a second hosp. The next morning reps from the pain clinic refilled pump. Almost immediately symptoms eased. Side note: two drs had the nerve to suggest that pt should not have waited so long to get the pump refilled, when it is the pain clinic who tells when the pump needs refilling. Pt had been scheduled to have it refilled one day later. Obviously too late! Pt did some checking and found out that: they have never received a pt's manual for the pump and 2. That the pump contains an alarm to warn the pt of either a low level of drug or a weak battery. Pt had never been told about the alarm. Spouse called co and some nice person mailed a copy of the manual. In spouse's opinion the manual is really inadequate for anyone taking a serious interest in the operation of the infusion system. Spouse recommends that a video tape be produced for the pt and the pt's family to use to more fully understand the pump and its operation. Five days later pt visited the pain clinic to get the pump refilled. Armed with the little bit of knowledge gained from reading the manual, spouse asked the attending nurse to test the alarm, so they would know what it sounds like. The nurse was unable to test the alarm; they don't know if the pump has a working alarm. She asked the dr for help, which he was unable to give. Subsequently, he brought in two other pumps and tried to test them; they did not work either. The nurse and dr told pt that the alarm is very quiet and there is a good chance that they would not have heard it, even if it worked. Pt's spouse is unimpressed with the safeguards that supposedly medtronic has built into the pump. It seems to spouse that: a pump's alarm should be tested before implantation and tested after implantation, so that the pt learns what it sounds like. At that time the pt should be given a manual and detailed instructions on the procedure to be followed in the event of an emergency. Medtronic should prepare a video tape which the pt can regularly review. Every time the pump is refilled the pain clinic personnel should carefully reinstruct the pt on steps to be taken in the event of an emergency. Alternate, acceptable hosps need to be identified to the pt, so that in the event that the home hosp refuses to accept the pt, another hosp can be selected. At refill time the alrm should be tested. If it does not work, the pump should be uninstalled and a new one with working alarm implanted. If the alarm is too weak to be noticed, medtronic should take steps to redesign future units and take steps to repair and upgrade existing units. Perhaps a vibration is a better alarm than an audible tone. Since the refill date was obviously wrong, medtronic should periodically test the pump computer sofware to assure that it is functioning properly. There are emergency telephone numbers on the identification card pt was given. Spouse asks if the numbers actually work and does anyone actually check them at the first emergency room, they will make telephone calls and not leave it for over-worked and under-instructed emergency room personnel to do. It is clear to spouse that no person having an implanted infusion system should live alone. Pt was so out of it that spouse is sure they would not have had the presence of mind to call 911 and ask for help. As spouse understands it, pt could have gone into shock which might have lead to death. The pump MFR, medtronic, has not equipped the pump with an effective alarm and also has not instituted any systems and procedures to assure that the attending pain clinic personnel are properly instructed on how to test the alarm and how to educate the pt about the system's safeguards.